Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observe any insulin drips dripping out of the cartridge tubing during the load fill tubing sequence. Reportedly, the issue occurred across multiple supplies. There was no reported adverse impact to the customer's blood glucose level.